Manufacturer narrative:
The product associated with batch 4f02543 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was suggested use of aquacel ag dressing covered by duoderm thin after discussing with physician and/or local ostomy nurse. The end user saw surgeon, name not provided, and the surgeon stated the areas were following the tract of the original surgery. The areas were incised and drained and treated with silver nitrate. End user did not know exact diagnosis and was referred to local ostomy nurse who recommended using stomahesive paste to fill in the area. End user states will follow up with surgeon next week. No further info was available at the time of the report. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted.

Event description:
The end user reported a hard bump about the size of a pencil eraser that opened up about 0.25 inches deep. End user then developed additional areas of the same size under the mass around the 9 o'clock position near the stoma.